Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material on the light guide lens. There was no patient involvement.